Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing using the customer's multifunction cable (mfc) including full functional testing and bench handling without duplicating the report. The mfc receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.